Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported loss of arterial access was confirmed. The reported foot detachment could not be confirmed as the foot was returned in the retracted position. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for loss of arterial access or foot detachment reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional angioplasty procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, the device was advanced into the vessel with pulsatile blood flow observed from the device marker lumen. The foot was deployed, but as the device was pulled back to position the foot against the vessel wall, the device pulled out from the vessel. Upon further inspection, there was no foot present on the device. Manual arterial compression was applied to achieve hemostasis. The operator was not certain that the foot had detached in the vessel. No steps were taken to locate the foot. The patient was observed after the procedure, foot pulses were fine and the patient remained asymptomatic. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. Hospitalization was not prolonged due to the reported experience. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.